Event description:
The rod of the permanent retainer on my 4 front teeth snapped off, revealing a pretty hefty amount of tartar. The mounts on the ends of the rod remained. I'm assuming the force that brought it off was from the tartar building in its direction. Can't figure out the name, but it's a cement retainer on the maxillary versions of all the teeth my broken retainer was on. I'm assuming the lack of free space between my teeth and the cement up there has kept tartar from building. FDA safety report ID# (B)(4).